Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) for 50 patient samples. Of those 50, 30 patients had corrected results issued. Data was provided for 23 patients, of the 23 patients provided, five patients were considered discrepant. The original results were generated on a cobas 6000 e 601 module. It is not known if the repeat results were generated on the cobas 6000 e 601 module, or a cobas e 411. All results are in ng/ml. Patient 1 had an original result of 0.071, accompanied by a data flag. The repeat results were 0.054, accompanied by a data flag and 0.010, accompanied by a data flag. Patient 2 had an original result of 0.074, accompanied by a data flag. The repeat results were 0.057, accompanied by a data flag and 0.010, accompanied by a data flag. Patient 3 had an original result of 0.086, accompanied by a data flag. The repeat results were 0.067, accompanied by a data flag and 0.010, accompanied by a data flag. Patient 4 had an original result of 0.56, accompanied by a data flag. The repeat result was 0.010, accompanied by a data flag. Patient 5 had an original result of 0.105, accompanied by a data flag. This patient had a second result of 0.084, accompanied by a data flag. It is not known if these results are from the same sample. Clarification has been requested. All of the results were reported outside of the laboratory. The customer considered the repeat results to be the correct results. There was no adverse event. The lot of tnt stat reagent in use was 16887901, with an expiration date of 08/31/2013. The field service representative was informed that the customer replaced the tnt stat reagent and resolved the issue. The service visit was refused by the customer.

Manufacturer narrative:
It was determined that the results for patient 5 were generated from the same sample draw.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. The calibration data showed large variations and the qc data was within range. Considering the wide control ranges, and the relatively high concentrations of the controls, shifts between 0.01 to 0.1 would most likely not been detected. It was also noted that the customer was centrifuging the samples at 5 minutes when the tube manufacturer specification is 10 minutes; which could be influencing the results.

Manufacturer narrative:
The customer believed the issue started after the night shift tech performed calibration and qc on the cardiac markers. On (B)(6) 2012, one of the emergency room doctors questioned the accuracy of the troponin results from various patients. The customer gathered all the troponins that were previously run on the night of (B)(6) 2012 until the morning of (B)(6) 2012. These samples were re-run on the back up instrument, a cobas e 411. The customer estimated the issue resolved around noon on (B)(6) 2012. The repeat results were generated on the cobas e 411.